Manufacturer narrative:
(B)(4). A fuse c38s slim colonoscope - r was received for analysis. A functional evaluation was performed and the reported issue could not be replicated. The scope passed all testing. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Since the reported issue could not be replicated, the assigned investigation conclusion code for this complaint is designated as no problem detected.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the scope had dark images. The patient's anatomy was not visible on the center image when this issue occurred. Another fuse c38s slim colonoscope - r was used to complete the procedure. There were no patient complications reported as a result of this event.